Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was unable to be downloaded. The device was started in application and problems were found with the device double beeping with a cassette attached. It was recommended that the downstream sensor be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a "double beep with cassette" during testing. There was no patient involvement.